Manufacturer narrative:
Per the initial reporter, the device will not be returned. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It has been reported by the customer that a turbo-ject triple lumen peripherally inserted central venous catheter set was placed on (B)(6) 2018 in the left upper limb of the patient. After placement of the device it was noticed on (B)(6) 2018 that leaking was observed in two of the lumens. The device was then removed and replaced. Reported pre-existing condition included a hepatic abscess. Additional information regarding the event have been requested. A response has not been provided by the customer at the time of this report.

Manufacturer narrative:
Device evaluation: the complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. Investigation: a document-based investigation reviewed the following: complaint history, device history record, drawing, instructions for use, manufacturing instructions, and quality control specifications a review of the current versions governing the manufacturing and quality controls was done. This review found that current process and quality inspection checks are in place to ensure the functionally and device integrity prior to shipment. No specific issue with this documentation that may have contributed to this failure mode was found, and the complaint devices were found to be manufactured within specification. A review of the device history record of the finished product and subassembly show no nonconforming events. A complaint history search revealed that there were no other reported complaints for this lot number. A review of the products instruction for use provides information for end users related to this failure mode. Conclusion: based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. We have notified the appropriate personnel of this event. Monitoring will continue to be performed for similar complaints.

Event description:
No new event description information to report at this time.